Manufacturer narrative:
Covidien reference number: (B)(4). The covidien technical support engineer (tse) recommended the customer to check the exhalation latch was in the up position. The customer confirmed the exhalation latch was in the up position and the ventilator passed the short self test.

Event description:
It was reported that during set up an 840 ventilator did not trigger and did not deliver breaths. There was no patient involvement.